Event description:
A customer contacted beckman coulter inc., (bec) and stated there was blood leaking from the probe of the coulter lh 750 hematology analyzer. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membrane or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found a leak at the vent connection of the needle assembly. The fse trimmed tubing and reconnected to the needle assembly which repaired the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause of the leak is attributed to the tubing at the vent connection of the needle assembly. (B)(4).